Event description:
It was reported the patient's device had been moving a lot in the pocket. The patient had not been able to communicate with the recharger, however, was able to communicate with the patient programmer. The device was confirmed to have flipped in the pocket. The patient was expected to have revision surgery, but had not been scheduled at the time of the report.